Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the medtronic application would not load on the computer of the imaging system. It was noted that the reported issue could be replicated along with connection to the motion and generator functionality not initializing. To restore functionality, the application software of the computer was re-installed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not complete start up. When attempting to boot, it was noted that the system would not progress with the initialization of the viewing station of the imaging system. Starting the imaging system and viewing station of the imaging system separately did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.